Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Weight information requested, not received.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000107560.

Event description:
It was reported that due to impedance issue on the leads, the patient was unable to get into MRI mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may take place to address the issue. It is unknown which lead has impedance issue.